Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the leak was due to damage on the valve; however, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the high flow insufflation unit exhibited the damage to the electropneumatic proportional valve. Resulted, in unqualified secondary pipeline leakage. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.